Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs 1225714-2014-04731, 1225714-2014-04732, 1225714-2014-04733 and 1225714-2014-04734.